Event description:
It was reported via a journal article that stent damage post deployment occurred. The patient presented with angina (ccs class 3) and progression of native coronary artery and graft disease. Following reconstruction of the native left anterior descending artery, a staged procedure was performed to reconstruct the native rca (right coronary artery). There was diffuse disease throughout the rca with a functional chronic total occlusion at the origin of the pda (posterior descending artery). Following predilation, four promus element stents were placed in the patient's rca (2.25x16mm in the mid pda and three overlapping 3.0x38mm stents from the crux of the rca to the ostium) and post dilated with a 3.5mm non-compliant balloon. During placement of a guide catheter to provide support for the post dilation balloon, the ostial promus element stent was crushed longitudinally. It was noted that the issue was not likely related to the stent platform itself, as a braided catheter could "deform any coronary stent". An additional 3.5x12mm promus element stent was deployed and the final result was successful. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).source citations:hanratty, c.g. And walsh, s.j. (2011). Longitudinal compression: a "new" complicationwith modern coronary stent platforms - time to think beyond deliverability? Pcr, online edition.mortier, p. And de beule, m. (2011). Stent design back in the picture: an engineering on longitudinal stent compression. Pcr, online edition.device evaulated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).